Event description:
Product was returned as an implant failure after four months. Based on the report, bone condition of the pt was described as moderate and oral hygiene was described as moderate. The pt had a medical history of tobacco use. Surgery was traditional 2 stage on tooth # 11. Fixture was placed with primary closure. No bone augmentation material was used. Four implants, which were implanted on the same date, were explanted on the same day from the pt. (Reference 3005503242/2009/00027, 00028, and 00029.) The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to bone condition.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for the implant's failure to osseointegrate is unk.